Manufacturer narrative:
Complainant name: (B)(6). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 4.0 x 100, 135cm mustang¿ balloon catheter was advanced for dilatation; however, upon the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was successfully completed with a different device. No patient complications were reported and the patient's status was stable.